Event description:
It was reported that during a laparoscopic liver wedge resection procedure, the device could not be opened. It was not noted how the case was completed. There was no pt consequence.